Event description:
Procedure type: nephrectomy. According to the reporter: after closing and firing the device over the renal artery and vein, the surgeon noticed acute bleeding from the renal artery. The surgeon stopped the bleeding using a grasper and fired new device over the renal artery. The incision was not extended. There was no damage to the pt. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).